Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee prolapse repair system on (B)(6) 2006 to treat prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered pain, infection, urinary problems, worsened incontinence, organ perforation, recurrence, dyspareunia, erosion, bowel problems, bleeding, and neuromuscular problems. Additionally, the plaintiff suffered and will continue to suffer severe and permanent pain, disability, impairment, and loss of enjoyment of life. The plaintiff had the mesh excised due to mesh erosion on (B)(6) 2011. Related to MFR report number 2183959-2012-01034.